Event description:
It was reported that the patient developed bacteremia. The patient¿s implantable cardiac defibrillator (ICD) and leads were removed and a temporary pacing lead was placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the medial segment of the lead was returned, analyzed, and no anomalies were found. The medial portion received measured 30 cm. Visual summary analysis of the lead indicated apparent explant damage. Products: e162 competitor implantable pulse generator 0292; competitor implantable lead 4135; competitor implantable lead 4456 competitor implantable lead 2009 (B)(6). (B)(4).